Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event on (B)(6) 2014. Patient claimed that a clear fluid was excreting from site of sensor patch adhesion. Patient called doctor and was referred back to dexcom. Upon additional contact, dexcom technical support advised patient to apply a new sensor and contact medical provider should the problem reoccur. Patient did not report any injury or further medical intervention at time of contact with dexcom technical support.